Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Healthcare professional reported "pain, significant deformity, baker iii-IV capsular contracture, rupture, intraoperatively seroma". Healthcare professional later reported "pain, and significant deformity, seroma/bia-alcl and capsular contracture baker grade IV". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Clarification b3: healthcare professional reported patient experienced pain for 2-3 years and in the past couple of months the pain has increased. Partial date of (B)(6) 2023 was populated to document this information. Continued section e1 (phone #) (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma & capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported "pain, significant deformity, baker iii-IV capsular contracture, rupture, intraoperatively seroma". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events capsular contracture and seroma-late was received on february 23, 2026, with lot number 2651166. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional further reported there was no rupture. Rupture will be un-reported.